Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a call service alarm (cs 078) issue. It was reported that the pump emitted a cs 078 call service alarm. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission: 05/03/2017. Device evaluation: the device has been returned and evaluated by product analysis on 04/12/2017 with the following findings: during investigation, a review of the pump history showed cs 078 errors (motor rewind error). During testing the pump rewind, load and prime steps were performed successfully; the pump was exercised for 24 hours with no alarms occurring. The original complaint of a cs 078 call service alarm was not duplicated during the investigation. Unrelated to the complaint, investigation revealed moisture ingress around the display lens when a leak test was performed. The pump was opened and significant moisture ingress and corrosion was found throughout interior of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.